Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Per the stealthstation axiem system manual that accompanies the device, "warning: use of the axiem system may interfere with patient monitoring equipment. Position the axiem system and mobile emitter as far as possible from any such equipment, and use interference filtering if possible. If you continue to experience interference, abort use of the axiem system and call technical support." A medtronic representative, following up with the site, reported that the site is aware that the emitter may effect monitoring equipment. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system and axiem emitter. There is no evidence to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
A medtronic representative reported that during a cranial resection procedure, the site alleged the emitter on the navigation system was affecting the EKG monitoring readings of the patient. In trouble-shooting, it was determined that the EKG machine is located in an intraoperative magnetic resonance imaging (imri) room and has very short leads that require the system to be on the patient's chest/near the head. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.